Event description:
It was reported that during a ureteroscopy procedure, a basket break occurred. The stone was located in an unspecified ureter. The 1.9 xero tip nitinol stone retrieval basket was advanced to the ureter, however, upon capturing a stone, the wires on the basket broke. It was not known if the wire breakage was caused by the stone size or amount of pressure applied to the basket. Another of the same device was used to complete the procedure. No patient injuries or complications were reported. The patient's status is reported as "fine".

Manufacturer narrative:
The complainant indicated that the device has been disposed of at the user facility, and will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed.